Manufacturer narrative:
Testing was performed at alere (B)(4) on retained kit lot 102997 with the following internal serum plasma control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 102997 were reviewed. This lot met the required release specifications. A review of the complaints reported (B)(6) or unconfirmed (B)(6) related to lot number 102997 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
A customer reported (B)(6) results with the alere determine hiv 1/2 ag/ab combo on a serum sample. They further indicated that the same sample was tested with a different lot of alere determine hiv 1/2 ag/ab combo and produced (B)(6) results. The conflicting results suggest that a malfunction may have occurred. The patient gender, pregnancy status, treatment and patient outcome were unknown. The exact date of occurrence was not provided.